Event description:
It was reported the lead was electively explanted and replaced. The patient was upgraded to a bi-v device and is on a transplant list. At explant, it was reported the outer insulation of the lead appeared "twisted in the proximal portion" and there was air and fluid ingression into the inner insulation. No patient complications were reported as a result of this event. Additional information from the hcp reports there were no performance issues with the lead prior to replacement. All measurements had been fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Full lead returned and analyzed. It was reported the lead was electively explanted and replaced. The patient was upgraded to a bi-v device and is on a transplant list. At explant, it was reported the outer insulation of the lead appeared "twisted in the proximal portion" and there was air and fluid ingression into the inner insulation. No patient complications were reported as a result of this event. Additional information from the hcp reports there were no performance issues with the lead prior to replacement. All measurements had been fine. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated elective replacement insulation, hole(s) in.